Manufacturer narrative:
A follow up was performed with the biomedical technician, and it was reported that the solenoid valves were replaced to resolve the issue. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor autozero failed" error message (110b). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: proximal pressure sensor autozero failed" error message (110b). The rse noted that the issue was confirmed twice in the event log. The rse provided the customer with the following instructions per the service manual, verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid (sol 3 and sol 4), replace the da pcba. The rse also advised the customer to inspect the pins from the solenoids into the da pcba; if no issue found to replace solenoids 3 and 4. This investigation is ongoing.